Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(4) 2016 at 07:30am she obtained results of "157, 175, 147, 156, 170 and 175mg/dl" on the subject meter which she felt were inaccurately high in comparison to a result of "84mg/dl" on another device, performed more than thirty minutes apart, therefore does not meet lfs criteria of a valid comparison for accuracy. The patient manages her diabetes by self-adjusting her insulin doses. The patient reported that after the alleged issue occurred she developed symptoms of "blurred vision and sweating" and that at 11:30am on (B)(6) 2016 she had her blood glucose tested on an emergency services meter which gave a result of 84mg/dl and was treated with food or drink. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient developed symptoms that meet lfs criteria of a serious hypoglycemic event after the alleged inaccuracy occurred.